Event description:
The vapor transfer cartridge portion of the disposable circuit leaks sterile water out from the bottom near a rounded white cap. We have experienced two defects from this lot number (lf1202007). The leak is typically found during setup. No patient harm.======================manufacturer response for breathing circuit, vapotherm (per site reporter).======================the representative has been replacing the defective product. The sales representative also stated that there is a fix for the leaky circuits and that there would be a technical bulletin coming out with an improved product.